Event description:
A malfunction was reported by the caller on the pump while a software update was being performed. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, guided by technical support, including resetting the pump and trying different power sources, but the pump could not be powered off. Technical support resolved the issue by arranging for a replacement pump to be sent and instructed the customer on returning the faulty pump and using backup therapy to ensure insulin delivery was not interrupted.